Event description:
Info was received that reported a pt was hospitalized in 2008, due to an incidence of hyperglycemia. The user changed his set, site, and cartridge one day prior. The next day, the pt awoke with a blood glucose of >400mg/dl. He was admitted to the hospital with a blood glucose of >600mg/dl. The pt was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.